Manufacturer narrative:
Date of event is estimated. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-06020. It was reported that the patient was not receiving effective therapy due to a fall and leads migrated. Surgical intervention was undertaken during which the leads were explanted and replaced. Therapy was restored post-surgery.